Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump and during troubleshooting the unit operated for about 1 minute, it would not operate with ac or dc. All fuses were checked and power cord. It was found that the power switch was off just about the power cord. Performed full calibration, functional testing and safety checks to factory specifications. It was returned to the customer. The battery expires april, 2014. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp failed to power up. The customer states that there was no ac or battery power to the iabp. The iabp was replaced and therapy was initiated. No patient injury was reported.